Manufacturer narrative:
This report is for an unknown synthes universal spinal system (uss)./unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: song, x. Et al (2014), clinical effect evaluation of percutaneous vertebroplasty combined with the spinal external fixator for the treatment of osteoporotic compressive fractures with posterior vertebral defect, european spine journal, 23(12), pp 2711-2717 (china). The purpose of this study is to report a new technique and assess clinical outcome of compressive fractures with posterior vertebral defect treated by percutaneous vertebroplasty combined with the spinal external fixator. From february 2004, a total of 80 patients (32 males and 48 females) with age range from 62 to 88 years old (mean 71.5 years) who underwent percutaneous vertebroplasty (pvp) in combination with percutaneous external fixation technique were included for the study. Fixation was done using unknown synthes (ao universal spine system).the mean follow-up was 24 months (range, 16¿42 months).  The following complications were reported as follows: 2 patients had partial vertebral body height and spinal cobb angle loss; however, there is no significant effect on spinal activity. This report is for an unknown ao synthes universal spinal system (uss). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Concomitant medical products: complainant part is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.